Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01406 / 01407). The revision procedure that occurred on (B)(6) 2006 was previously reported on medwatch number 1825034-2010-00426.

Event description:
It was reported that patient enrolled in a clinical study underwent revision hip arthroplasty on (B)(6) 2006 due to loose acetabular cup. A subsequent revision procedure was performed on (B)(6) 2010 due to loose cup and removal of fractured acetabular component. A review of invoice history for the revision procedure that took place on (B)(6) 2010 confirmed the acetabular cup and liner were removed and replaced. No further information has been provided to date.